Manufacturer narrative:
Product development investigation was completed. The investigation of the complained screwdriver for extraction shows that the tip of instrument is broken off as complained. The broken off portion was not returned. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The instruments were analyzed and the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The devices met the specifications at the time of manufacturing and distributing. Failure in material or production could not be detected. The broken surface is homogenous what indicates material conformity as well. Based on the provided information, exact root cause could not be determined. It can only be assumed that an off-axis loading during attempted screw removal and/or the application of excessive force caused the tip breakage. Finally, it was concluded that the cause of failure is not due to any manufacturing non-conformance's. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Date of event reported as (B)(6) 2017. It is not known if this is the date of device breakage or the date the breakage was discovered. (B)(4). Device is an instrument and is not implanted/explanted. Reporter's telephone: (B)(6). Subject device has been received and is currently in the evaluation process. DHR review was completed. Part number: 352.311. Synthes lot number: 5866841. Supplier lot number: 593258h08. Release to warehouse date: 03-sep-2008. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the tip of the extraction screwdriver is broken off. Issue was discovered upon return of the loan set from the distributor. No patient involvement was reported. This report is for one (1) extraction screwdriver this is report 1 of 1 for (B)(4).